Manufacturer narrative:
Serial number: (B)(4). For 2 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The bag to vent detection switch was replaced to resolve 1 reported event, the bellows was replaced to resolve 1 event. For 1 reported event a ge healthcare service representative performed a checkout of the equipment without the patient circuit and was not able to confirm the reported complaint, however a review of the logs indicated a patient circuit leak had occurred. The unit was returned to service.

Event description:
This report summarizes <noe> 3 <noe> malfunction events. A review of the events indicated that model 1009-9002-000 anesthesia gas machine experienced energy output problem. For 1 event, it was reported that the end of case function or stop mechanical ventilation cannot be used. 1 event experienced an alarm and lost the ability to mechanically ventilate, 1 unit event had a malfunction in the bellows resulting in the loss of mechanical ventilation. These reports were received from various sources. Of the 3 events, 1 did not involve a patient, and 2 did involve patients. There was no patient information available.